Manufacturer narrative:
(B)(6). Lot 19f002 was manufactured from june 4-5, 2019. The device was received for evaluation. A blue winged luer cap was not returned wit the device; therefore, a connector was attached to the distal end of the infusor device flow restrictor. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no evidence of a leak was observed. The returned device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was discovered while the patient was connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.